Event description:
The patient contacted animas on (B)(6) 2013 and reported a cartridge leaked in the pump a while ago. The patient declined troubleshooting. There is no adverse even associated with this complaint. This complain is being reported due to the alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.